Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with hiccups and weird sensation in the stomach. Device check revealed loss of capture on the lv lead. X-ray showed lead dislodged into the superior vena cava. The lead was replaced. Lv subclavian venoplasty phrenic pacing effective eliminated. The patient was ready for discharge.